Event description:
It was reported that the patient's left ventricular (lv) lead threshold were elevated and the right atrial (ra) lead had low impedance. Both lv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 implantable pacing lead (B)(6) 2004; c154dwk implantable cardioverter defibrillator (ICD)  (B)(6) 2008. (B)(4).